Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, the reload was loaded onto an adaptor and handle, but when the user pressed a blue button for testing, the device did not work. The device was set up again, but nothing improved. A new handle and reload were opened. There were no adverse events and there was no patient involvement.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia¿ 60mm articulating medium/thick reload opened by the account. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.